Event description:
A facility representative reported that, following intraocular lens implant procedure, it was noticed that the lens had scratch after insertion, removed and replaced. Additional information was requested, but further no information was available.

Manufacturer narrative:
The product was not returned for analysis.¿ investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is:(B)(4).

Manufacturer narrative:
Product history records were reviewed and the documentation indicated the product met release criteria. The account indicated the use of qualified associated products. The product investigation could not identify a root cause for the reported complaint. The account indicated the product was not available for evaluation. There are no other complaints for the reported lot. The manufacturer internal reference number is: (B)(4).